Event description:
A rep reported a pt who was treated at an unk site. The pt subsequently developed a scab at the treatment site. When the scab fell off, there was a broken mark at the treatment site. Further details were not available.